Event description:
The user facility reported a 41-year-old male undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that the impella rp flex flows have decreased after a spike in motor current with return to baseline. The impella rp flex was explanted due to suspected clot entrainment.

Manufacturer narrative:
The investigation was completed. The logs showed a high motor current pump stop on the second day of support which restarted two seconds later. The pump ran successfully for 66 hours after the stop. There were multiple instances of motor current spikes with a slight placement signal shift and speed deviation, which indicated biomaterial ingestion. On the last day of support while on p-7, there was a motor current spike and shift in placement signal followed by an immediate drop in flows of over one liter. Upon investigation of the returned pump, a large clot was observed wrapped around the impeller. The root cause of the low pump flow was determined to be biomaterial.